Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. After the alarms, the customer changed the supplies on the pump. The customer's blood glucose (bg) level was 350 mg/dl and an injection from insulin pen was used to address the bg level. As the supplies had been changed prior to contacting tandem technical support, a system check to determine a possible cause of the occlusions.